Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed with a s321 (motor error-pmc left) and s421 (motor error - pmc right) malfunction alarm code. Prior to testing, the device had been returned to the biomedical department with a report of both emergency release levers had been pulled and could not be reset. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.